Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the fentanyl infusion was programmed to infused at 5 ml/hr. However, within two (2) minutes, the entire 100 ml bag of fentanyl was delivered. This was reported to bd representatives during site visit. There was patient involvement but no harm, as the patient was already intubated.

Event description:
It was reported that the fentanyl infusion was programmed to infused at 5 ml/hr. However, within two (2) minutes, the entire 100 ml bag of fentanyl was delivered. This was reported to bd representatives during site visit. There was patient involvement but no harm, as the patient was already intubated.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported of over infusion with fentanyl was not confirmed reviewing the data and no malfunction device were provided for testing. The external and internal inspection could not be performed as the suspect pump module and concomitant pcu were not received for investigation. The facility provided a description of the event issue. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. A review of the logs could not be performed, as the suspect devices were not received, and the battery log, error log or event logs were not provided. The nurse reported over infusion of fentanyl, between (B)(6) 2024. Clinician was down in the emergency room getting ready to transport an intubated patient up to the medical intermediate care unit (ICU). The infusion of fentanyl was programming at rate = 5 ml/h and vtbi = 100 ml; however, in 2 minutes the entire bag had been delivered. Because the patient was intubated there was no patient harm. Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The bd alaris system with guardrails suite mx user manual v12.1.2 within warnings and cautions: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. Root cause: the root cause of the reported that over infusion of fentanyl cannot be determined from the provided information and emails. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.